Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the abutment was removed under local anesthesia on (B)(6) 2013, due to patient reports of headaches. During the procedure a cover screw was placed on the fixture. The implanted device remains.